Event description:
It was reported to us by the rep that during an arthroscopic shoulder procedure, the out flow on the fms duo pump malfunctioned. It should be noted that the shoulder was over inflated and the patient was kept overnight for observation. The case was completed with this device. This is all of the information that has been made available to mitek. There are questions out for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.